Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 electrode on the bisector was separating from the tip. A replacement device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/17/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood and tissue were visible on the heater wire and jaws. The heater wire was visibly flexed away from the hot jaw and remained attached at the tip of the jaw. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and charred material were visible on the heater wire and jaws. The heater wire was visibly flexed away from the hot jaw and remained attached at the tip of the jaw. No defects on the clear silicone insulation were observed on the hot or cold jaws. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 33000237623 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.